Manufacturer narrative:
In addition to the phenomena identified in b5, the following phenomena were also identified during evaluation findings: due to deformation of scope-cover water tightness is lost, ceiling-plate is deformed, grip is shaved, switch box has a scratch, suction-cylinder has no color, plug unit has a scratch, due to wear of angle wire the play of the up/down knob is out of the standard value, distal end has discoloration, light guide lens has a crack, connecting tube has a scratch, adhesive around objective lens has wear, there is corrosion around forceps-arm, and the universal cord has a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility returned the olympus asset, a flex video scope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that there was a stain inside the lens. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additionally, (d4) unique identifier (UDI) number added and (h4) device manufacturer date was added. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. Since the material did not adhere to the outer surface of the scope, the material may not have been removed by reprocessing. It is possible that humidity invaded the light guide lens leading to corrosion and physical stress to the distal end and/or the light guide lens glue peeled off by chemical stress. However, a definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use: tjf-q190v operation manual 3.3 inspection of the endoscope. Olympus will continue to monitor field performance for this device.